Manufacturer narrative:
(B)(4). Title robotic vs. Traditional stapler use in robotic portal anatomic lung resection source phillips et al. Mini-invasive surg, volume 4, 2020 (1-9) article number: 12. Date of publication: 14 february 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed to patient that underwent lung resection from 1 january 2015 and 31 december 2018 using the following reloads company reloads tan for vascular, purple for bronchus, and tan/purple/black for parenchyma). The procedure with the device was mostly performed mostly on caucasian males with an average age of 67 yrs. Old. The following pre-operative complications were observed with the company's device:, re-hospitalizatio, tranfusion, prolonged air leak, pneumonia, pleural effusion, atelectasis, pneumothorax and atrial fibrillation. Article: robotic vs. Traditional stapler use in robotic portal anatomic lung resection: joseph dr. Phillips, 2020, mini-invasive surgery.